Event description:
It was reported that the patient presented for follow up. Externalized conductors were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, and voluntary medwatch form.